Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Since the lot number is unknown a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) and registered nurse (rn) contacted (B)(4) with questions on a system error (se) 2240 while using the homechoice (hc) during use, patient connected, unknown step. The technical service representative (tsr) informed the rn and hp of the alarm meaning and possible causes. Product surveillance contacted the registered nurse (rn) and the rn stated that the issue was resolved. The rn spoke with the home patient (hp) and verified that there were no loose connections, disconnections or defects on the supplies. Per rn, the hp did not receive any injury or medical intervention as a result of this incident. The rn stated that hp had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.